Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the connection of the infusion set is not firm and it easily disconnects from the headset. No adverse event reported. Return of the suspect device was requested for evaluation.